Event description:
It was reported that during a device change out due to eri it was noticed that the pace/sense set screws were stripped and the lead could not be removed. Multiple attempts were made to remove the lead unsuccessfully. The lead was cut and capped. A new system was implanted on the right side. On a subsequent visit, it was noted that the left side was infected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported field event of a set screw anomaly was confirmed in the laboratory. A partial header was returned. Analysis found silicone, septum material inside of the hex cavity. This material prevented full insertion of the torque driver into the hex cavity and caused the difficulty loosening the set screw.